Event description:
Device returned to MFR with report of explant due to "battery depletion." Follow up info revealed that the pt had been hospitalized 1-2 months prior to explant with symptoms of narcotic withdrawal. The pt was treated for these symptoms and a rotor study was conducted on the pump. The study indicated that the pump was "running fine." Pt later returned to clinic after a refill with complaints that the pain had returned. The pump reservoir was aspirated and the entire 18cc of the refill remained in the pump. The device was replaced and the pt has recovered.